Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 06/07/2016. (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso® 2515 nav eco variable catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and surgical intervention (cardiac catheterization and stent placement). The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. Deflection and contraction tests were performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the acute myocardial infarction remains unknown.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 (model# m-4800-01 serial# (B)(4). Are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a lasso 2515 nav eco variable catheter and suffered cardiac arrest requiring cardiopulmonary resuscitation (CPR) and surgical intervention (cardiac catheterization and stent placement). After transseptal puncture and mapping, 12-lead electrocardiogram revealed st segment elevation. Mapping continued and the patient became hypotensive. CPR was initiated. Remainder of procedure was aborted. Cardiac catheterization revealed a nearly occluded right coronary artery (rca). Coronary stent was placed and the patient was stabilized. No ablation had been performed. Smarttouch and lasso catheters were both in the left atrium at the time of injury. It was noted that it is not believed that the injury was related to bwi products. Physician did not provide causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.